Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath excess air was pulled through the sheath during aspiration. After transseptal puncture using a versacross connect dilator with the faradrive, the dilator was removed was removed and aspiration was performed, at that time excess air was seen to be pulled into the syringe. A second faradrive was inserted into the patient using the original dilator, but air was also seen when aspiration was performed. A third sheath was inserted using its native dilator and no further air issues were experienced. The physician suspects the dilator may have damaged the sheaths. The procedure was completed with no patient complications. The sheaths have been received for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath excess air was pulled through the sheath during aspiration. After transseptal puncture using a versacross connect dilator with the faradrive, the dilator was removed was removed and aspiration was performed, at that time excess air was seen to be pulled into the syringe. A second faradrive was inserted into the patient using the original dilator, but air was also seen when aspiration was performed. A third sheath was inserted using its native dilator and no further air issues were experienced. The physician suspects the dilator may have damaged the sheaths. The procedure was completed with no patient complications. The sheaths have been received for analysis.

Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and no abnormalities were noted. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design.'